Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (active system), is related to case with patient identifier (B)(6) (performa system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 28.0 mmol/l and 11.0 mmol/l (performa meter) and 6.6 mmol/l (active meter). No adverse event reported. The test strip lot number was not provided. The test strips cannot be returned for legal and customs issues.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.